Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the pump fill estimate gauge was inaccurate. Customer's blood glucose level ranged between 296-337 mg/dl. Reportedly, the customer changed pump supplies to resolve issue. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.